Manufacturer narrative:
(B)(4). The associated system log files were provided and reviewed by a subject matter expert. The logs confirm the reported electrode placement inaccuracy. The following facts were identified in the logs: the user performed frame registration with the pointer and achieved accurate results. The verification was completed with high validation points, which is not recommended and can potentially cause inaccuracies. The verification screenshots show that the 3d segmentation of the face does not seem complete, meaning there are parts of the skin construction that are not there. Therefore, even if the point is on the skin, it isn't on the model, which could cause the high validation points. This cannot be verified as the definitive cause for the observed inaccuracies, however. Based on the electrode measurement analysis, the inaccuracy of the electrode associated with the y trajectory is confirmed. The remaining electrodes were within specification of their planned trajectories. There were no software anomalies identified which would have caused or contributed to the reported event. Accuracy verification procedure of the user manual brain application provides the following advice regarding 3d segmentation and high errors during registration verification: if a too high error has been detected on a point during the verification procedure of the registration of a 3d exam: 1. Visually check the point is not in a hole of the 3d segmentation . 2. Visually check the correct matching on the axial, sagittal and coronal views and redo the registration if necessary. The functionality of the unit was verified by a field service engineer (fse). The fse performed a full preventive maintenance and did not observe any issues. Device history records were reviewed and no discrepancies related to the reported event were found. Based on the investigation, the definitive root cause cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon planned for 11 (eleven) electrodes to be implanted using the device. A post op scan was obtained using an software to confirm the accuracy of the implantation. It was observed that the insular electrode was off by greater than 2mm. The post op image showed that the bolt/entry point was off just for that one electrode. There was no patient harm or injury. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Corrected: g4. Updated: g3; h2.

Event description:
No further information at the time of this report.